Event description:
In 2009, an acumed 4.5 olecranon threaded compression rod was implanted. Seven months later, the rod was observed on an x-ray to have backed out. Therefore, two months later, the rod was removed from the pt.